Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an hcp on 2017-oct-31. It was reported that the patient's current managing hcp did not have the information and that the following was unknown: cause of the cranial bleed and infection, patient's weight, explant date, and current status of the explanted devices. It was noted that the patient was under the care of a different hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from propharma group on 2017-nov-22. It was reported that on 2017 (B)(6) they learned that the physician only had partial records from the patient's treatment prior to their first visit on 2017 (B)(6). It was indicated that no additional information was provided. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that prior to the patient¿s new pump implant on (B)(6) 2017 the patient¿s pump and catheter were explanted. It was confirmed that the patient was complaining of ongoing headaches and was diagnosed late summer of 2016 with a cranial bleed and baclofen pump pocket infection, and the pump and catheter were removed. It was noted that the office could not determine the exact date of the explant or the explanting physician name or hospital. It was indicated that it could be determined that the pump/catheter were explanted mid (B)(6) 2016. No further complications were reported or anticipated.